Manufacturer narrative:
Unit was rec'd dirty and was tested as rec'd. Unit passed all performance tests. The complaint could not be duplicated.

Event description:
Rptr stated that the user from facility reported that the volume display on station 5 was difficult to read because some segments were missing. Rptr had caller rub his thumb across the display, but this did not resolve the problem. The rptr advised the user not to use that station. The unit will be sent to product svcs for eval. No pt involvement.